Manufacturer narrative:
Device evaluated by manufacturer: a rebel bare metal stent balloon catheter was returned for analysis. The device was visually and microscopically examined. There were numerous hypotube kinks. There was contrast present in the inflation lumen and the balloon was tightly folded. The proximal end of the stent was damaged with a couple struts pulled up and apart for two rows. The stent, otherwise, was intact and in place. Product analysis confirmed the reported event, as there was stent damage and kinks contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
Reportable based on device analysis completed on 17dec2021. It was reported that a stent could not cross the lesion. The 16 x 3.50mm rebel stent balloon expandable could not cross the moderately tortuous and moderately calcified 70% stenosed lesion located in the right coronary artery. During the procedure. The device was removed. No patient complications were reported. However, the device returned and analysis revealed stent damage.